Manufacturer narrative:
The referenced previous adverse events were reported under medwatch MFR report #s 2916596-2014-01015 and 2916596-2015-02021. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years no additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient has a past history of pump infection and was admitted from (B)(6) 2016 due to increased pump pocket pain and elevated inflammatory markers. Although no active infection was identified, the patient was discharged on suppressive/prophylactic cephalexin. The patient was re-admitted on (B)(6) 2016 for an enlarging fluid collection adjacent to the pump pocket and concerns for recurrent pump infection. A CT scan showed a moderately attenuating collection of fluid centered in the left anterior chest wall surrounding the lvad. On (B)(6) 2016 the patient developed arterial bleeding from an existing pump pocket surgical site and was taken emergently to the or for repair. The surgeon found an erosion of the outflow graft that resulted in arterial blood within the pump pocket. The pocket was irrigated, clots were removed, and the outflow graft was revised. The patient was reportedly doing well post-operatively and was discharged on (B)(6) 2016 with wound vac therapy and antibiotics. No additional information was reported.

Manufacturer narrative:
Approximate age of device - 3 years and 5 months. The report of a tear in the sealed outflow graft was confirmed through review of the submitted photographs. Photos taken of sealed outflow graft showed a tear adjacent to the hardware. However, examination of the photos could not conclusively determine the cause of the tear. The patient was reported to be doing well following the outflow graft exchange and no further issues were reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.